Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed and replaced with a 2.0mmx20mmx143cm nc quantum apex balloon catheter. However, during the initial inflation at 14 atmospheres for 15 seconds, the balloon also ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed and replaced with a 2.0mmx20mmx143cm nc quantum apex balloon catheter. However, during the initial inflation at 14 atmospheres for 15 seconds, the balloon also ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.